Event description:
It was reported that during implant, there was a problem with extending the helix on the lead. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. The distal end/electrodes were covered in blood. (B)(4).